Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have scratches on display screen which prevents reading of display screen. Customer's blood glucose was 92 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with severely scratched lcd window. Unit received with broken reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).